Manufacturer narrative:
Product complaint # (B)(4). H.3. Investigation summary: the product was returned to ethicon for evaluation. One empty foil and one winding former with a suture and needle were received for analysis. During a visual inspection of the suture, it was observed that the strand was noted to be degraded, resulting in the needle detaching from the suture. Further examination of the foil revealed no visible damage. However, one possible cause for the issue reported may be the used and has exceeded his life cycle, returned device was manufactured in 2021. The lot rlmppl was reviewed, and it was found that it was manufactured on october 27, 2021, and the expiration date was on september 30, 2023. These products have two years life cycle time. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sigmoid colectomy procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.